Manufacturer narrative:
Customer should not have run patient samples when aqc was turned off on the analyzer. Customer indicated that they were planning to re-educate all technicians and would set up security setting levels to prevent reoccurrence of this event. The cause of the event was determined to be an operator error.

Event description:
Customer reported that they run 13 patient samples when automatic quality control (aqc) was turned off on the analyzer during (B)(6) 2015. There was no report of injury due to this event.